Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they cannot complete the rewind process. The customer¿s blood glucose level was unknown at the time of incident. Troubleshooting was not performed. The product will be returned for the analysis.

Manufacturer narrative:
No motor error alarm, e70 alarm or rewind anomaly noted during testing. Device passed rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. The motor was tested outside the device and passed.